Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-08977. It was reported that an error message displayed during aspiration. Two spiroflex® angiojet® thrombectomy sets and an angiojet® ultra system console were selected for a thombectomy procedure in the left anterior descending (lad) artery. The first spiroflex device was primed and introduced into the patient. Aspiration was initiated for five seconds; however the catheter stalled and a check saline error displayed. Multiple attempts were made to re-prime the device; however it kept getting an error. The device was removed from the patient. A second spiroflex device was selected but was not able to be completely primed for the 15 seconds and displayed a check saline supply error message. The procedure was completed by ballooning and stenting the vessel. The patient's status was stable and there were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the product was not returned for evaluation. The service record was reviewed during the course of this investigation. The issue could not be duplicated. An avx test catheter was run without error or issue. Numerous prime cycles and several continuous runs of over two minutes were completed without issue or error. The system passed initial fluid prime test, button test, roller pump test, barcode timed test, and all fluid level tests. Position sensor and actuator ram verified/calibrated to their proper alignment, pressure transducer was verified/calibrated. An error or issue could not be produced with this angiojet ultra console. This angiojet ultra has been serviced to factory specifications. Performed functional testing - all passed. Software is at the current released level of 2.0.19. System operation normal. A service history review was performed and nothing was found to indicate a possible service-related cause for the complaint. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as: 2134265-2017-08977. It was reported that an error message displayed during aspiration. Two spiroflex® angiojet® thrombectomy sets and an angiojet® ultra system console were selected for a thombectomy procedure in the left anterior descending (lad) artery. The first spiroflex device was primed and introduced into the patient. Aspiration was initiated for five seconds; however the catheter stalled and a check saline error displayed. Multiple attempts were made to re-prime the device; however it kept getting an error. The device was removed from the patient. A second spiroflex device was selected but was not able to be completely primed for the 15 seconds and displayed a check saline supply error message. The procedure was completed by ballooning and stenting the vessel. The patient's status was stable and there were no patient complications.